Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision completed due to pain and potential loosening of the stem. The surgeon attempted via anterior approach to remove but found too well fixed. He replaced head ball and biologic bone graft. He removed corail/osteotomy resulted in need of mod revision stem. The patient had anesthesia issues. Cabled femur provisionally rescheduled case for next day to get respond system. Doi: (B)(6) 2020, dor: (B)(6) 2022, affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. Corrected: d3, g1.